Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that revised due to pain and instability caused by tibial subsidence. The medial tibia had collapsed into varus. All pre-op labs had returned negative for infection. But interop frozen samples were positive for infection. All components were removed, easily, and temporary implants were placed. Loosening on femur, tibia and patella, loosening interface occurred in bone to cement interface. Cement manufacturer is a competitor. Doi: (B)(6) 2012; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.